Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a surgeon had experiences in the past in which the posterior capsule was compromised without any obvious cause. The surgeon is suspecting the disposable ia tip may have caused the event. Additional information has been requested.

Manufacturer narrative:
The customer did not return a sample for an evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer complaint issue could not be determined. I/a products are 100% visually inspected during the manufacturing process. (B)(4).